Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported leak was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak and physical resistance appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the circumflex (cx) artery with moderate tortuosity and moderate calcification. Resistance was felt with the anatomy during advancement of the 2.25 x 12 mm nc trek rx balloon dilatation catheter (bdc) to the lesion; however, it was able to cross successfully. A mid shaft leak was observed during inflation of the device. A new bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.